Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted, upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician advanced another manufacturer's 035 catheter into the patient and then attempted to advance a ruby coil through it; however, the orange introducer sheath containing the ruby coil was advanced too far into the catheter and became kinked. Therefore, the ruby coil was unable to advance through its introducer sheath and into the catheter. The ruby coil was removed and the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The introducer sheath had dried blood inside and was kinked approximately 7.0 cm from the distal end. Prior to flushing the introducer sheath, there was no visible damage to the pusher assembly. A penumbra investigator then attempted to flush the blood out of the introducer sheath, but the pusher assembly became fractured while attempting to flush the sheath. When returned, the embolization coil was intact with the pusher assembly. After the unintentional fracture of the pusher assembly, the embolization coil became detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was kinked. This damage likely occurred due to forceful advancement of the ruby coil into a microcatheter. The damage found on the introducer sheath likely contributed to the inability to advance the ruby coil. A penumbra investigator attempted to flush the blood out of the introducer sheath, but the pusher assembly became fractured while attempting to flush the sheath. When returned, the embolization coil was intact with the pusher assembly. After the unintentional fracture of the pusher assembly by a penumbra investigator, the embolization coil became detached from the pusher assembly. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.